Manufacturer narrative:
One portex® bivona® tracheostomy tube was returned for investigation. Upon inspection of the device there was evidence of damage to the cuff in the form of herniation to the side wall. There was no apparent indication of how this may have occurred under visual inspection. It was determined possible that this may have been the result of over-inflation. When evaluated under test conditions; the herniation was not sufficient to cause the cuff to reach beyond the patient end of the tube, where obstruction of the gas pathway could occur. There was evidence of damage to the neck plate in the form of a snapped eyelet. There was no apparent indication of precisely how or when this may have occurred. These eyelets are the only means provided for secure attachment of the device to the patient and are intended for use with securing neck straps, which are also provided with the product (in this case the neck straps used were not provided with the device inspected). Secure attachment of the device is important to ensure the security of the patient airway and to protect from the tube being pulled partially or entirely out of the patient's trachea. There were no other apparent signs of damage, weakness or material degradation on the flange component. There were two sets of witness marks from the adjustable flange clamp mechanism present on the main tube giving indication of where the flange had been previously positioned. When unpacked, it was found that the flange on the device was locked in position at the 10cm centre-line length marker which is the maximum length of adjustment for this device and this corresponded with one set of witness marks. In the position in which the flange was locked the bend of the main tube that is intended to project downward and in alignment with the trachea was angled to the side. The other set of witness marks indicated that in the second position in which the flange had been locked the flange wings would be inverted (upside down).this is the orientation in which the product is packed and supplied and as such it is possible that these witness marks were a result of packaging rather than "in use". In either case, there is indication that the tube has not been orientated as typically expected. This product is manufactured from plasticised polyvinyl chloride (pvc), ethylene vinyl acetate (eva) and polybutylene terephthalate (pbt). These are all inherently stable materials and as such their performance characteristics are not significantly affected by ageing. These devices carry a shelf life of 5 years but can remain stable for periods far in excess of this. The device under evaluation showed no obvious signs of degradation of material properties. The inflation valve appeared to be in good condition with no apparent defects. The bond between the inflation valve and pilot balloon felt secure. The pilot balloon appeared dirty but was pliable and fully intact. The print markings were clearly legible. The bond between the pilot balloon and the inflation line felt secure. The inflation line appeared to be in good condition with no evidence of kinking or damage to the tubing. The joint between the inflation line and the tracheostomy tube felt secure. An attempt was made to inflate the cuff with air using a 20ml syringe. The male luer connector at the end of the syringe was easily inserted into the cuff inflation valve and the cuff was inflated without difficulty. There was no evidence of any air leakage from the cuff or inflation system. The cuff was securely attached to the tracheostomy tube. Both upper and lower cuff joints appeared to be in good condition and felt secure. The cuff material was soft and pliable as expected for this component. There was some discoloration of cuff and some evidence of cuff herniation to the side wall in one area. The cuff herniation was not sufficient to allow any part of the cuff material to reach beyond the tube patient end when tested by applying pressure to the cuff towards the patient end and as such was not able to obstruct the main tube lumen. Investigation was unable to confirm the reported issue. (B)(4).

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed. According to the information received by (B)(6), the event occurred in (B)(6) 2014. According to the information received by (B)(6), the event occurred in (B)(6) 2014. MFR# clarification: new registration number (B)(4) is now being used for MFR report number, replacing registration number (B)(4).

Event description:
Smiths medical was notified on (B)(6) 2016 by mhra of a death based on information that (B)(6) received from a coroner. According to information received by (B)(6) the event occurred at (B)(6) hospital in (B)(6)2014 that a patient was using a portex® tracheostomy tube, 8.0mm. The coroner reported the patient had an emergency tracheostomy that included 3 revisions to trachea related surgery; the patient went into "cardiac arrest" and expired.